Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not power on before and after a battery change. Customer's blood glucose was 120mg/dl at the time of incident. Customer indicated that the pump also continuously vibrated by itself. Troubleshooting found that the pump self test passed. Customer was advised to call back if any further issues. No further details given.